Manufacturer narrative:
The investigation by manufacturer is summarized. (B)(4).

Event description:
The hospital representative stated multiple improper shutdowns had occurred. The nurse identified the pump as being plugged in when it shutdown in the process of infusing. The facility's biomed department ran a battery test which passed. Sigma's investigation of the device confirmed via the history log that the device logged improper shutdowns on (B)(6) 2011, while on battery power. Sigma was unable to reproduce a hardware shutdown condition, similar to the condition that resulted in a logged improper shutdown. Visual inspection of the pump side battery contact pins showed no visual evidence of failure. Battery operation connectivity performance was tested utilizing five different wireless batteries with no failures. Sigma was able to confirm a shutdown condition when the device was on battery power; however, the improper shutdown condition could not be reproduced.